Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Medical record review indicates cellulitis about the left hip wound with a series of treatments. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 32mm mod head cocr -6mm neck # 163667 lot 196450, taperloc por red/dist 13.5x147 # item 12-103207 lot 534610 unk cup. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02832. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that cellulitis was noted about the left hip wound approximately 2 months post revision and treated with antibiotics.